Event description:
It was reported that the compressor's mains inlet was burnt. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue with the compressor failing to power on was confirmed during evaluation of the provided problem description, service report and pictures. Our fse (field service engineer) was on-site to investigate the issue further and found out that the compressor's fuses and mains power cable were blown and required replacement. After replacement the compressor started to work properly. No parts were returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined, however described malfunction could be related with one of the following contributory factors: for blown fuses/mains inlet: - electrical transients (voltage and/or current spikes). - bad electrical connection between the fuse and the fuse holder. - chemicals used from cleaning the device (by spraying). - dust in the environment if deposited on the fuse holder. For power cable: - user error. - service or maintenance. - expected wear and tear.

Event description:
Manufacturer's ref. #: (B)(4).